Event description:
The reporter stated that the md recommended that the tracheostomy tubes be alternated every two weeks. It was reported that after repeated uses they have allegedly been having problems with the flange of the tracheostomy tube breaking. The tubes were successfully used for several months. One was purchased in december 2002 and the other in february 2003. No injury reported.